Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device had a charge button not responding. As a result, defibrillation was not possible, if it were necessary. There was no patient use reported with the event.

Event description:
The customer contacted physio control to report that their device had a charge button not responding. As a result, defibrillation was not possible, if it were necessary. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control was not able to evaluate a customer's device as the customer declined to have the device repaired. The cause of the reported issue could not be determined.